Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (frequent "adjust belt" messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The heat shrink was pulled off of the pulse wires inside the distribution node, causing the pulse wires to short together. The root cause for the pulled heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages.